Manufacturer narrative:
Review of the device history records revealed no deviations that would contribute to the reported complications. The product met all pre-determined acceptance criteria. Review of sterilization records indicate the product was processed in accordance with product requirements and met all pre-determined acceptance criteria for sterility. The cause of the complication can not be determined from the provided information or the manufacturing records.

Event description:
It was reported that a (B)(6) year old woman, with a bmi of (B)(6), underwent a right mastectomy followed by immediate single stage breast reconstruction. Meso biomatrix was implanted along with a breast implant for reconstruction. After 3 weeks of implantation, a seroma progressively appeared. At 6 weeks, the seroma was excessive which led to the re-opening of the scar, skin necrosis and extrusion of the mammary implant. The meso biomatrix and the mammary implant were explanted. The complication resolved. The patient was seen by the surgeon 1 month after the implant removal and she is in good health.